Event description:
It was reported that the act, up and down buttons on the insulin pump are sticking down. Customer's blood glucose level at the time was 123 mg/dl. The customer did not recall any significant events that lead to the incident. Customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No stuck buttons noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.